Event description:
The patient was a cath lab patient that had a defective impella placement that had malfunctioned and ended in surgery. During large bore access of impella device and attempt at perclose closure, patient moved during critical step of placement and possible laceration of artery and perclose became "stuck". Per md, concern for failure of perclose device due to inability to "put down footplate and remove device".